Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, detailed mechanical and electrical testing was performed on the device. The device data was insufficient to obtain battery status. The device functioned normally throughout testing. Laboratory analysis determined that this device experienced normal battery depletion; however, it was reported from the field that the estimated longevity remaining value appeared to decrease more quickly than expected between routine follow-ups. Factors influencing the estimated longevity remaining calculation include pacing rate, amplitude, pulse-width and lead impedance. Any (even slight) changes in these factors will impact the battery consumption calculation and therefore the remaining longevity estimate. It appears that programming changes were not a factor, as the device was last reprogrammed on (B)(6) 2014, 7.5 years prior to the date of explant. Lead impedance measurements contained in the daily measurements confirm the lead impedance measurements were fairly consistent and normal. Please note that, despite the decrease in estimated longevity remaining, the actual battery condition did not change significantly between follow-ups. In summary, it was determined that this device experienced normal battery depletion but declared eol earlier than previously estimated. Of note, the estimated remaining battery longevity of this pacemaker was designed to be calculated (and trigger corresponding device replacement indicators) based on the pacing capacitor charge time, which progressively increases as the battery depletes. These pacemakers were not designed with an ability to calculate remaining longevity for every possible current drain, which may cause replacement indicators to trigger earlier than what was previously estimated; however, it does not negatively impact the use, operation, safety, or performance of the device.

Event description:
It was reported that this pacemaker was suspected of exhibiting premature battery depletion behavior and had reached elective replacement indicator (eri) sooner than expected. This pacemaker previously showed 2 years in the estimated remaining battery longevity; however, later declared end of life (eol). Magnet application showed a magnet rate of 86 beats per minute, and the device still appeared to have escape interval of 1200ms. Technical services (ts) were consulted and discussed that the initial observations showed that the rv output was set to auto 5.0v. A ts consultant discussed that in order to get to auto 5v, the device would have been in suspension. Altrua devices, eri adjusts outputs in the device to a minimum of 3.5v. With automatic capture on, if the device went into retry mode, that will pull eri forward as the device has to account for high output pacing for the 90-day period between eri and eol. In this case, eri would have been set in april, and 90 days later the device declared eol. At the time of the follow-up in (B)(6) 2021, the device would have been implanted for nearly 9 years. Nominal longevity for this model is 9-10 years. Technical services suspected normal device behavior given the way the device was programmed, and the duration implanted. It was also noted by the field representative that it was suspected that auto capture contributed to the battery decline. This device was explanted and replaced. No adverse patient effects were reported. This device was received for analysis.